Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices or photos were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: vanguard series-standard patella cat #: 184766, lot#: 697270. Biomet primary tibial modular tray cat #: 951660, lot#: 697270. Biomet modular finned stem cat #: 141314, lot#: 806740. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11442, 0001825034-2017-11443, 0001825034-2017-11444.

Event description:
It was reported that the patient¿s post-operative outcome is abnormal.